Event description:
It was reported by the clinician that the operation was completed without difficulty, but when removing the sheath from the patient, they noticed the valve hub was cracked and leaking. As there were no problems, the clinicians are not sure when the valve cracked. There were no reported patient complications as a result.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.